Event description:
It was reported that during review of the remote monitoring system, this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements over the last few years. This device remains in service. No adverse patient effects were reported.